Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 32 malfunction event(s), where it was reported the device experienced unintended direction of the zoom; unintended motion or unintended excessive speed. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. (B)(4) device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: pusher; sensor / electrical/electronic component problem identified; mechanical problem identified 21 devices: sensor / electrical/electronic component problem identified 1 device: pusher / mechanical problem identified 1 device: pusher / wear problem 1 device: cable; electrical; sensor / electrical/electronic component problem identified 6 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results) 6 devices: appropriate term/code not available / no findings available. 1 device is pending evaluation. Evaluation results findings (components/results) 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results). 1 device: sensor/electrical/electronic component problem identified.

Event description:
No new information.